Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report, the device was explanted as the active electrode array has migrated out of cochlea. A CT scan showed 6 electrode channels to be out of cochlea. As per implant registration card 1-2 electrodes were out of cochlea at initial implantation. Patient was re-implanted with a shorter electrode array and a full insertion was achieved. The damages found during investigation are contributable to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient is having sound perception only on electrodes 1-7. During initial activation the patient had channels 9 - 12 turned off due to non auditory perception. Now channel 8 has also been turned off. In situ measurements are indicative of a functional device. A post-op CT scan confirmed 6 electrodes to be outside of cochlea. The patient's performance has decreased over time. The patient was re-implanted on (B)(6) 2015, with a shorter electrode array.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt is having sound perception only on electrodes 1-7. During initial activation the pt had channels 9-12 turned off due to non auditory percept. Now channel 8 has also been turned off. A post-op CT scan performed in (B)(6) 2015 confirmed 6 electrodes to be outside cochlea. Re-implantation surgery with a medium or compressed electrode array is scheduled for (B)(6) 2015.